Event description:
Pt's physician questioned the tsh value reported from the diagnostic products corporation -dpc- immulite 2000. Upon testing at another lab it was determined the pt result was indeed higher than the initial result. Dpc was notified and began to investigate. In the process of our investigation at least 4 additional pts were identified that seem to be demonstrating the same issue. There appears to be a pt specific substance that is interferring with the tsh method used on the immulite 2000. At this time dpc has rec'd samples from the 5 identified pts and they are evaluating these for heterophile antibodies or other substances that might be reponsible for the interference. Dpc had also provided a technical bulletin on 04/17/06 regarding the "re-optimization" of the raw materials in this reagent to correct a sample bias. This change did not resolve the issue with 1 of the 5 pt samples inovlved which leads us to think there is still a pt specific interference involved that needs to be identified. At this time tsh testing has been suspended at our lab until dpc finds/resolve the problem. Dates of use: 02/02/06 - 04/04/06.